Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to infection. It was reported that the header became detached from the device during the explant procedure. No additional adverse patient effects reported.